Manufacturer narrative:
The insulin pump had a motor error alarm during the rewind process due to corroded motor home switch. The displacement test was unable to be performed due to motor error alarm. The device had minor scratches on the display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 195 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer cannot get past the rewind process and continues to receive a motor error alarm. Customer replaced the battery in the device and it did not help. Customer received motor error more than once in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.